Manufacturer narrative:
(B)(4): the pump bolus history showed three zero unit boluses. The keypad was confirmed to be intact with no stuck or hypersensitive keys. The pump was exercised for 24 hours without any zero unit boluses occurring.

Event description:
On march 8, 2012 the reporter, the patient's wife, contacted animas to report the pump history showed three 0.0 unit boluses that the user had not programmed. The patient claimed he does not use the pump to give himself bolus doses of insulin. The patient noted that since (B)(6) 2012 he had obtained blood glucose readings ranging from 180 mg/dl to 200 mg/dl, and he experienced the symptom of "feeling awful." The patient did not seek any medical attention. The patient did not suffer an adverse event due to the reported pump. However, as the pump history issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.